Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the thumbswtich was getting stuck during prep and procedure. This was reported as an ongoing problem. Cases in which this occurred were reported as having been completed by opening and closing the cutter rapidly to fix them. It was reported that this rapid opening and closing of the cutter occurred both while in use in the patient and when removed from the patient. No patient injuries were reported. No further information was available.